Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (cannot run d&t testing) has been confirmed.  Upon investigation the monitor was reset during detect and treat testing.  Ca board was replaced. The root cause for the defective ca board was unable to be positively unidentified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functional testing.